Event description:
It was reported that patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) due to device no longer will inflate/ deflate. All components were explanted and replaced. No further complications.